Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports. -patient experienced a heart attack, hyperglycemic event with blood glucose level of 47 mg/dl. -patient was hospitalized. -patient later experienced vomiting and confusion, ambulance was called. -patient experienced blood glucose level of 900 mg/dl upon arrival at hospital. -there is no evidence of device failure. -device is not available for technical review.

Event description:
During an inbound call to valeritas customer care (vcc), diabetic type 2 patient expressed that 2 years ago she had a heart attack and was hospitalized and admitted to (B)(6) while wearing the vgo. Patient mention prior to being hospitalized, that morning her sugar was 47. Patient did not eat anything for the remaining of the day up until she was hospitalized. Patient expressed she wore the vgo 20 longer than 24 hours and was to sick to change it. Later that evening she was vomiting and was confused and the ambulance was called. Once patient reached the hospital her sugar was 900. Hospital staff gave her insulin to "bring sugar back down." During that inbound call pt reported a hospitalization that occurred two years ago. Pt's blood sugar that day went from 47-900, the 900 blood sugar happened apparently after pt had vgo on for longer than 24 hours because she felt sick. There is no evidence of device failure.